Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015 to report on behalf of the patient that the receiver displayed a hardware error on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and failed with a cracked plastic window case. The receiver was charged and rebooted. The receiver log was downloaded and reviewed, no related errors were observed. The reported event of a hardware error was not confirmed. A root cause could not be determined.